Event description:
Pt admitted with hemolysis. Ldh 2829 and plasma free hgb 186 with tea colored urine and elevated creatinine and power spikes. Pt started on bivalirudin, plavix. Pt also had plasmapheresis. Pump eventually changed out on (B)(6).